Manufacturer narrative:
The field service engineer determined there was buildup on the sample probe. The probe was replaced and a wash station was adjusted. Calibration and controls passed. The last calibration performed on (B)(6) 2023 was ok. Quality control data had results that were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.12 mg/dl. As the value was critically low, the user decided to repeat the sample on a second analyzer. The repeat result was 9.24 mg/dl. The repeat value was deemed correct. The calcium reagent lot number is 690455. The reagent expiration date was requested, but not provided.